Manufacturer narrative:
The subject device was inspected at olympus service operation repair center at olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the cable, and the cable had twisting. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc surmised that the reported phenomenon was attributed to the communication failure due to the failure of the cable. The failure of the cable might be caused by breaking of the cable at the twisted point. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use (the patient was not under anesthesia), the endoscopic image was not displayed. The user replaced the subject device to another device and completed the procedure (ureterolithotripsy). There was no delay more than 15 minutes. There was no report of patient injury associated with the event.